Event description:
Pt had a titanium bar put in the knee in 2003. Pt thinks she is allergic to titanium but surgeon would not confirm it. Pt is anxious of having alloy in her system. She had reaction with oxide, barium and latex before. Doctors cannot determine her allergies.